Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3000. As it was stated, oil was dripping from spring arm. There was no injury reported. However; we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3000. As it was stated, oil was dripping from spring arm. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to oil leakage from hanaulux surgical lights, which contributed to the event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. Review of received customer product complaints related to the investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. As stated by the subject matter expert at manufacturing site, during assembly of spring arms the supplier applies a creamed grease turning into liquid above 135°c. So, the black dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in user manuals for surgical lights manufactured by maquet sas. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d1 brand name and b5 describe event or problem fields deems required. This is based on the internal evaluation. Previous d1 brand name hlx 3000 corrected d1 brand name hanaulux 3005. Previous b5 describe event or problem: on 31st july 2022 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3000. As it was stated, oil was dripping from spring arm. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 31st july 2022 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3005. As it was stated, oil was dripping from spring arm. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Event description:
On 31st july 2022 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3005. As it was stated, oil was dripping from spring arm. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination.